Event description:
The customer reported the rubber sheath got stuck in the blood culture bottle rubber stopper, and blood leaked while trying to remove the needle from the bottle. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.